Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical procedure, bone heating, which can be generate from the high cutting power of helical drills, causes the formation of fibrous connective tissue around the implant, harming the osseointegration process.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed its non-osseointegration was observed. Fifty (50) ncm of primary stability was achieved and the patient presented bone type I.